Event description:
A patient reported experiencing inaccurate low results with a one touch ultra meter. The patient's blood glucose results were 178 mg/dl (meter), 264 mg/dl (lab). Tests were done within < 10 minutes with a difference of 33%. Patient did not experience any adverse events. No further information has been reported.